Event description:
It was reported to the manufacturer that a patient with a history of barrett¿s esophagus underwent a radiofrequency ablation (rfa) procedure, which was performed without incident. Four hours post procedure, the patient developed fever and chills, which resolved within twenty four hours. The patient requested antibiotics but declined providing a specimen for blood culture. An upper endoscopy performed eight weeks post-procedure was negative. Bacteremia (secondary to using the barrx cap for cleaning) was suspected by the treating physician but not confirmed by blood culture. This event is being reported out of an abundance of caution to comply with 21 cfr 803.

Manufacturer narrative:
Device was not returned therefore no evaluation was performed. Should additional information be obtained pertinent to this event, a follow-up report will be submitted. (B)(4).